Event description:
The patient contacted animas on 03/07/2012 reporting that the pump keypad buttons felt softer and were difficult to get to respond. The patient reported that the keypad buttons looked like they had sunken. The patient indicated that the issue was first noticed in (B)(6) of 2011. The patient indicated that the keypad rubber seemed to be wearing thin and the keypad button symbols were wearing off. The patient reportedly wore the pump in a canvas case attached to a belt and cleaned the pump with a dry towel. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact but the keypad symbols were found to be worn. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored. Also unrelated to the complaint, the battery compartment was found to be cracked and the battery cap was found to be missing the spring. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.